Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it was in a good and unused condition. Visual inspection of the fiber body did not identify any breaks. Functional testing of the fiber identified there was no light exiting the connector and no aim beam exiting the fiber tip. This finding is indicative of a fiber fracture within the connector. It is probable that the fracture within the connector occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states to hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber was not recognized when connected to the p120 console. The fiber was replaced with another fiber of the same type and it worked properly. The procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a fiber fracture within the connector.